Event description:
The consumer was walking and put his weight on the rollator, when the right arm allegedly collapsed, causing the consumer to fall and injure the right side of his body. No serious injury is alleged.

Manufacturer narrative:
The consumer was transgressing through a park when he placed his weight on right arm of the rollator and fell. The rollator was inspected by the dealer who reported no discrepancies were observed. The consumer allegedly pulled a muscle and was treated with valium. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. MDR filed based on alleged medical treatment.